Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative performed cleanings and flushed the sample probe. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed adjustments and cleaned and greased the sampling line. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas 8000 cobas c 502 module. It was alleged that the customer observed several "0" values for different parameters (not specified) in pediatric samples measured from microcups. One example was provided. The initial crp result was 0.6 mg/l, and the repeated result was 61.1 mg/l.